Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 468 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push insulin through the tubing and the customer reported that the insulin did exit. The customer was advised to assemble a new infusion set with the current reservoir and push the plunger. The insulin did not exit. The customer was advised to try a new reservoir with the current infusion set and run a manual prime. The customer used a new insulin vial as well. The insulin pump did not alarm during the manual prime. The customer was advised that the reservoir would be replaced.